Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-04-08 reporting that the groin pain continued and their health care provider (hcp) noted that it could be bursitis. The device was checked thoroughly for top performance. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were experiencing lower back pain right now on the left side (they indicated that they did not know if it was a new pain or not). The patient stated that the patient was from their groin area to their hip and sometimes they could not walk as a result. The patient reported that they had a medical history of arthritis, degenerative in spine and sometimes would pinch their shoulder blades. They stated that this was where the pain started. The patient stated that was why they had received their implant, due to their degenerative spine condition. The patient stated that they had pain on both sides before. They stated that they were seeing a new pain doctor and they had directed the patient to make arrangements to have their stimulation recalibrated by the manufacturer before doing anything else. The patient stated that it had been a while since they had an in-office reprogramming session though they state that they did make adjustments themselves when initially received the implant. The patient indicated that they had received injections in the past, however it had been about two years since the last one. The patient stated that they did have an MRI, however they were doing all of the tests before the patient even saw the hcp so the patient found a different clinic. The patient stated that they had been taking morphine (the 30s and 15s). They stated that they had also been taking ibuprofen and that helped, however they stated that they can¿t take it right now. The patient did indicate that they fell periodically, and stated that they usually fall backwards, however a couple of months ago the patient stated that they fell on their side and ripped their right rotator cuff. The patient stated that when they fell sideways and their groin started to hurt. The patient was redirected to follow-up with their hcp for medical assessment and direction in regarding their pain. It was indicated that the groin pain was considered a sudden onset of therapy/symptoms and the back pain was considered to be a gradual change. It was reported that the event of the patient falling on their right side, ripping their rotator cuff and having pain in their groin, lower back, hip and shoulder blades began about two months ago in 2018. An email was sent out to a manufacturer representative (rep) to reach out to the patient and they indicated that they had taken care of this. No further complications were reported/anticipated. Additional information was received on 2019-02-26 from the manufacturer representative (rep) reporting that the patient would be seen on (B)(6) at their pain physician¿s office for further evaluation. The rep did not know the medical doctor¿s name at this time. No further complications were reported/anticipated.